Event description:
Rec'd electroshock treatment in 1981-82. Since then pt has suffered long term and short term memory problems. Has almost no memory for ages 0-12, and lost all memory for 3-4 mos around the time of the shock treatments. Suffered very bad headaches for 5-6 yrs after shock treatment. Back, neck and shoulders have hurt since shock treatment. Still felt depressed after shock, although it was given to cure depression. Rptr's joints have been rigid & tense since then.